Event description:
Pt delivered infant by cesarean section. Immediately upon delivery, pediatrician tried to suction copious amts of fluid from mouth & nose of infant. Bulb defective, split at seam. Unable to suction. Babe to warmer & suctioned with de lee. Babe under o2/hood following for tachypnea.